Event description:
It was reported that IV fluids did not infuse and the device did not alarm for occlusion. The user reported the bag was still full when the issue was identified. The fluid/medication and infusion rate was not provided. The devices were evaluated by the biomed and passed the preventive maintenance procedure. There was no pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.